Manufacturer narrative:
(B)(6). One 5.5mm incisor plus platinum series blade was returned for evaluation. Visual assessment of the edgeform indicates that the proximal tooth of the outer blade is bent. The inner blade edgeform has been worn away. This tooth wear appears to be caused by an impact with the outer edgeform during rotation which caused the tip of the tooth to abrade and cause the reported shedding. It cannot be determined how the initial damage to the outer blade edgeform took place. No root cause can be established. No further investigation is necessary at this time. (B)(4).

Event description:
During an acl procedure it was reported that flaking metal fillings were inside the knee joint from the shaver. The surgeon flushed and irrigated the site to remove debris and did indicate that all debris was removed. Additional information received stated the procedure was completed successfully with a backup device after a two minute delay. There were no reported patient injuries or complications.